Event description:
Related manufacturer report numbers: 2017865-2022-06072, 2017865-2022-06073. During a system upgrade procedure, insulation damage was observed on the right atrial (ra) lead and right ventricular (rv) lead. The ra and rv lead were capped and replaced to resolve the event. Additionally, while attempting to implant a left ventricular (lv) lead, the proximal pin was broken when removing the lead stylet. The lv lead was explanted and replaced and the patient was in stable condition.